Event description:
Legal counsel for the patient alleges the patient underwent a left total shoulder arthroplasty on (B)(6) 2009. Subsequently, a revision occurred on (B)(6) 2010, for unknown reasons (peviously reported to FDA). A further alleged revision was performed on (B)(6) 2012, due to alleged pain and fracture of the implant. Legal counsel for patient alleges patient sustained an anterior dislocation (B)(6) 2013. No further information provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity or excessive activity can also contribute to these conditions." This report is number 3 of 4 mdrs filed for this event (reference 1825034-2013-01525 / 01527 and 1825034-2012-02059). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.